Event description:
It was reported that the hv lead impedance was less than 10 ohms. Technical services discussed replacing the lead the lead remains implanted.

Event description:
The account alleged that the bed has no functions. When using a bed function button nothing happens until the button is released and then the hydraulic manifold runs for a few seconds, but no function moves. CPR works to lower the head section, but the head up will not work.

Event description:
New information received notes that the lead was placed out of service on (B)(6) 2009, and then later explanted in (B)(6) 2009.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported lead impedance anomaly was confirmed in the laboratory. A partial lead was returned. The lead insulation under the svc shock coil was completely abraded. A cross-sectional cut of the svc shock coil found insulation abrasion from the inside-out, exposing the is-1 proximal, rv and svc cables. The insulation damage found could have caused the reported impedance anomaly.